Event description:
Caller reported a cgm error 42 involving a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support and planned to reset the pump, with instructions to follow up if the issue persisted.